Event description:
It was reported that this 29 years old right atrial (ra) lead was surgically capped due to impedance issues. There were also observations of noise that was oversensed. A new ra lead was added to the system. No additional adverse patient effects were reported.